Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a break in aseptic technique further described as tip of the uncapped patient line touched the bed sheets prior to connection and the patient used the hand towel which everyone in the house used to dry the hands after washing. On (B)(6) 2013, the patient experienced peritonitis (previously reported) manifested as cloudy effluent and abdominal pain. It was not reported if a gram stain was performed. On (B)(6) 2013, the patient was treated with ancef 2gm daily ip and fortaz 2gm daily ip for peritonitis. On (B)(6) 2013, ancef and fortaz were stopped and the patient started treatment with levaquin 750 mg orally, once daily and rifampin 600 mg orally, once daily. On (B)(6) 2013, the patient stopped levaquin and rifampin. On an unreported date, the patient was retrained in aseptic technique. On an unreported date in (B)(6) 2013, the patient recovered from the peritonitis evidenced by a clear bag. The cause of this peritonitis was use error further described as the uncapped patient line touched the bed sheets prior to connection and the patient used the hand towel which everyone in the house used to dry the hands after washing. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. The root cause is undetermined.

Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment rendered was not reported. Patient outcome was not reported. No further information is available.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for h12g11099 with no issues noted during the manufacturing process.